Event description:
A report was received that the patient was having charging difficulties. An x-ray indicated that the ipg had not flipped. The patient will undergo an ipg revision.

Event description:
A report was received that the patient was having charging difficulties. An x-ray indicated that the ipg had not flipped. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information indicates that the patient's pocket was revised. Nothing was implanted or explanted. The patient is reportedly doing well.